Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for parkinson¿s dual, movement disorders. It was reported that the caller was the patient¿s husband and said the patient was dismissed from one doctor and saw another doctor on (B)(6) 2018. The caller said the new doctor changed the setting and gave them different medications, said the patient was fine for a week or so and since then there was a reaction and said the patient was delirious. The caller said the patient got tremors, when not ¿on¿ with dbs. Their tremors were their whole body, most noticeable in their hands, especially their right arm. The caller said the patient was wearing from moving all night. The caller said that the patient couldn¿t sleep even thought they were given sleeping pills. An action taken before the call was that the caller had called the hcp office for some assistance and was told that the hcp was out of the country, however they decided to show up at the hcp office and said they were going to stay outside until they could consult with a hcp about their wife¿s condition. The caller said that the hcp did meet with them after about an hour and told them that there wasn¿t anymore they could do for the patient and said that they would arrange for a rep to change their settings back and dismissed the patient. The caller said that the patient met with a rep just a couple days later and settings were set back to previous settings. The caller reported no improvement. The caller said that they were trying to get setup to see another doctor but couldn¿t see them until september. The caller would like to schedule an appointment with the rep to check the device and re-program. When asked if the caller reviewed symptoms with the rep the caller said they did not. They assumed the hcp would have done that. There were no further complications reported.

Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.